Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned ICD had no telemetry as a result of a low battery voltage. The current drain of the device was monitored, revealing a normal current drain during the testing process in the laboratory. However, the low battery voltage of the returned device indicated a high current drain may have been present at some time, thus, additional testing was performed. Portions of the circuitry, including the battery, were isolated and tested. This detailed testing revealed damage to the device's bypass battery capacitor. Final analysis concluded that the premature battery depletion was due to a damaged bypass capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal elective replacement indicator (eri) battery status and was replaced with another ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected cell capacity testing.